Manufacturer narrative:
The glidescope core onetouch smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope core onetouch smart cable and confirmed the no image / intermittent image issue. Technical services attributed the issue to a connector issue. The glidescope core onetouch smart cable was forwarded to verathon (B)(4) for further investigation. The investigation at verathon (B)(4) was able to duplicate the reported intermittent image issue when torque was applied to the glidescope core onetouch smart cable. It was discovered that torsion to the hdmi pcba could cause stress and deformation resulting in broken solder joints or damaged components. The damage did not cause a complete break in the connection but loss to the vsync signal line on the hdmi pcba. It was determined that if the test blade attached to the glidescope core onetouch smart cable was manipulated in a counter-clockwise direction, the connection could be reestablished and live video would return. Root cause has not been determined. Verathon has opened a corrective and preventive action (CAPA) to further investigate the issue and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core onetouch smart cable, the image would flicker when the blade was moved and eventually the screen would go black. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.